Event description:
It was reported that the external pulse generator was "disassembled." The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement with this event.

Event description:
It was reported that the display of the external pulse generator had pixels that were "bleeding" into other pixel areas. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lcd (liquid crystal display) is out of specification (gasket). Battery contacts are compressed and contaminated. Keyboard is scratched. Heart wire contacts are discolored. Lead flex cover is corroded. Upper and lower cases and battery drawer are broken. Battery release, battery flex, and knobs are contaminated. Side bail covers, ring bail cover, side bails, ring bail, and two case screws are missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.